Event description:
The manufacturer received information alleging a ventilator's has oxygen regulation error. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by a third party field service engineer.